Manufacturer narrative:
Damage was noticed to the coils during the implant procedure. The analysis on this lead is pending.

Event description:
During the implant procedure, damage was noticed on both coils. Therefore, the lead was not implanted.

Manufacturer narrative:
(B) (4) damage was noticed to the coils during the implant procedure. The analysis on this lead is pending. (B) (4)

Event description:
During the implant procedure, damage was noticed on both coils. Therefore, the lead was not implanted.